Manufacturer narrative:
The reported event of premature discharge was not confirmed. Device longevity estimation and in circuit voltage indicated device battery voltage was at eol. Product code was reloaded, and further testing and analysis did not find any anomaly. The implant duration was 3.1 years which exceeded projected longevity of 2.63 years and is considered normal battery depletion. The short longevity duration was caused due to high field settings.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with syncope. The pacemaker was noted to be prematurely depleted. The device was explanted and replaced. The patient was stable.